Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an unknown proximity alarm displayed. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an unknown proximity alarm displayed. The customer reported that the code could not be verified in the event log or on screen. Onsite service was requested. A field service engineer (fse) evaluated the device, and reported that troubleshooting was performed, however, it was noted that no error codes were observed in the event log. No further actions were performed in regard to the "proximity alarm" allegation. All required tests were completed as outlined in service manual (revision t.), and the device successfully passed all tests and was returned to service without restrictions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.